Event description:
While reporting issues with meter bg now alerts, the customer reported having a blood glucose level of 436 mg/dl shortly before the call. Blood glucose level at the time of the call was 428 mg/dl. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.